Manufacturer narrative:
Additional information: h3, h6. H10: four (4) actual samples were received for evaluation. A visual inspection with the naked eye noted a damaged/cracked main body. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of 3 minicap transfer sets were cracked which resulted in fluid leakage. The leaks were discovered during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.